Event description:
New information received notes that the patient presented for a lead revision procedure on (B)(6) 2021. The right ventricular lead was capped and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead exhibited oversensing of noise leading to noise reversion and pacing inhibition episodes. The noise could not be reproduced in clinic. No device intervention was performed. The patient was stable.